Event description:
Information was received from multiple sources (friend/family member, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the family members of the patient informed that the patient did not show any improvement after the operation. The patient still had high muscle tension and was stiff and unable to move. In july 2024, the patient had an x-ray and found that the lead was crooked. On (B)(6) 2024, the patient underwent surgery to reposition the lead, but the muscle tension was still high. Communicated with the doctor about follow-up treatment. Patient alive, no injury. Unknown if the issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: b3: date is not known. G2. Foreign: china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot#/serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the distributor reporting that the lack of improvement occurred right after implant, unknown exactly when. It was unknown if any further actions will be taken and if it was resolved.